Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the wash collar vacuum valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported multiple erroneous low patient results generated for bun (blood urea nitrogen) and crea (creatinine) on the unicel dxc 600 pro synchron system. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.